Manufacturer narrative:
(B)(4). Additional tag® devices included in this report: tgt3115/7692589 (B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks.

Event description:
On (B)(6) 2010, revascularization procedure of the brachiocephalic artery and the ascending aorta replacement surgery were performed. On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3110/7571630, tgt3115/7692589). The proximal neck of the devices were implanted within the surgical graft. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. No issues were reported. The diameter of the aneurysm was 61mm. On (B)(6) 2011, one year follow-up imaging showed that the diameter of the aneurysm was 45mm. No issues were reported. On (B)(6) 2012, two year follow-up imaging showed that the diameter of the aneurysm enlarged to 55mm. Also, a distal type I endoleak was reported. On the same day, non-gore device was additionally implanted to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2013, three year follow-up imaging showed that the diameter of the aneurysm was 50mm. No issues including endoleak were reported. According to (B)(4), no further information is available.